Manufacturer narrative:
H10: e1- (B)(6) .

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "data acquisition pcba (printed circuit board assembly) adc (analog to digital converter) reference failed" alarm (100a). The device was in clinical use when the issue occurred; the patient was moved immediately moved to a different ventilator. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "data acquisition pcba (printed circuit board assembly) adc (analog to digital converter) reference failed" alarm (100a). The device as evaluated, and it was reported that the issue was resolved once the power was turned back on. A sales representative would collect the device for further evaluation. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the issue was not duplicated. The se then reported that after reviewing the event log, the history of a "vent inoperative 100a data acquisition pcba adc reference failed" (100a) was observed. The data acquisition board was replaced as a preventive measure.